Event description:
Technician alleged that there was no alarm from bed when the bed exit was set.

Manufacturer narrative:
Technician found the bed exit working but the speaker on the scale board was not working to sound an alarm. Technician replaced the scale board to resolve the issue.